Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of PICC hub cracked cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. No device history records review was conducted since there was no reported lot number and a DHR review of ship history report (shr) lots was not performed since packaged good item number is also unknown. In addition, shr for customer account (B)(4)(universitaetsmedizin goettingen) shows they have not been shipped any PICC device in the 3 years prior to the procedure date of (B)(6) 2023. Labeling review: the dfu that is supplied in bioflo kits item number (14600132-01) contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. Angiodynamics has created an instructional video regarding the care and maintenance of the bioflo PICC; reference youtube video, "angiodynamics bioflo PICC care and maintenance instructional video" uploaded on november 18, 2020. This video is intended as a visual representation of information provided in the dfu for clinicians who are responsible for the care and maintenance of piccs but are not responsible for PICC placement. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction: the initial report indicated the aware date was (B)(6) 2024. The aware date should have been (B)(6) 2024.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. No product model number nor lot number were provided. Multiple attempts have been made to obtain this information; however, no response was received. Therefore, product information for section d4 was unable to be entered reference (B)(4).

Event description:
Angiodynamics received an mir form from bfarm reporting an incident an end user experienced with a PICC. The end user reported: less than 4 weeks after the PICC line was implanted on the left brachial, a small tear/material defect appeared at the purple-colored access of the PICC line [purple hub cracked], which led to a leak in the system. Fluid is draining through the tear, and when the syringe is pressed, air is drawn through it. The PICC line was implanted for the purpose of chemotherapy in the case of port anomalies due to a port infection. There was a risk of the planned immuno-chemotherapy being administered via the defective PICC line, which would have resulted in skin contact with the chemotherapy. The PICC line was removed and is now in the doctor's office at the iko. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
Received one (1) 5f sl bioflo PICC w/pasv. As received, the female luer lock component of the purple valve was confirmed to be cracked. Reference the attached picture of the cracked hub. Needleless connector (not supplied by angiodynamics) was also returned and connected to the pasv valve hub. The customer's complaint description is confirmed for PICC pasv hub cracked. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the luer hub while making a connection with the nc. Grasping the luer hub while connecting a syringe/tubing set to the nc can transmit additional torque to the female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. No device history records review was conducted since there was no reported lot number and a DHR review of ship history report (shr) lots was not performed since packaged good item number is also unknown. In addition, shr for customer account (B)(4)(universitaetsmedizin goettingen) shows they have not been shipped any PICC device in the 3 years prior to the procedure date of 19-oct-2023 (01-sep-2020 to 19-oct-2023). Labeling review: the dfu that is supplied in bioflo kits item number (14600132-01) contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. Angiodynamics has created an instructional video regarding the care and maintenance of the bioflo PICC; reference youtube video, "angiodynamics bioflo PICC care and maintenance instructional video" uploaded on november 18, 2020. This video is intended as a visual representation of information provided in the dfu for clinicians who are responsible for the care and maintenance of piccs but are not responsible for PICC placement. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction: the initial report indicated the aware date was august 15, 2024. The aware date should have been august 20, 2024.